Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened dome switches. Unable to perform self test and displacement test due to flattened dome switches. No stuck button alarm noted during testing. Pump also received with cracked battery tube threads and cracked case behind the pump near the battery compartment.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage. Customer's blood glucose level was unknown. Customer reported that there was crack on battery compartment. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.